Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Root cause could not be identified. Based on reported phenomenon of no images are displayed when using the 180 scope, it was presumed that there was a failure problem on the patient board which was generated by switching the synchronization system for each scope. Device was manufactured in 2012, it was concluded that the 180-scope image will not be displayed due to age-related deterioration or accidental failure of the synchronization system device on the patient board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there was no image when connecting a 180 series scope on the cv-190/oev-261h devices. No further details provided. It is unknown if the issue occurred during preparation for use or during a procedure. No patient involvement was reported.